Manufacturer narrative:
Concomitant medical products: product ID: dtma1d4, ICD implanted: (B)(6) 2017, 6935m62 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold and no capture on the left ventricular (lv) lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.